Event description:
During an atrioventricular reentry tachycardia procedure it was reported that during a left-sided accessory pathway, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in stable condition. Additional information provided stated the physician believed either the right ventricle or the coronary sinus catheter plugged a hole when placing the catheters. The perforation was observed by patient¿s drop in blood pressure when the catheters were removed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02, serial #: (B)(4). Thermocool sf nav catheter: model #: d-1315-03-s, lot#: 15782692l. This product is also reported for this event. (B)(4).

Manufacturer narrative:
(B)(4). During an atrioventricular reentry tachycardia procedure it was reported that during a left-sided accessory pathway, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by a surface echocardiogram. A pericardiocentesis was performed and the patient was reported to be in stable condition. Additional information provided stated the physician believed either the right ventricle or the coronary sinus catheter plugged a hole when placing the catheters. The perforation was observed by patient¿s drop in blood pressure when the catheters were removed. The returned device was visually inspected upon receipt and it was found in normal conditions. The catheter was tested for electrical performance and it was found within specifications. Furthermore, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.